Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device handle jammed while trying to unload it and, while attempting to correct the jam, one of the handle levers broke. There was also difficulty when the needle would not unload. There was no patient injury.